Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k)# (g4) - additional premarket/510(k)# p190006.

Event description:
It was reported that the patient had difficulty charging their neurostimulator implant. The patient underwent revision surgery to switch from the neurostimulator-r15 to the neurostimulator-r20. The patient wanted to charge their device two times per year instead of every week. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket/510(k)# (g4) - additional premarket/510(k)# p190006 this report is being filed for a correction to field h6. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to surgical intervention which is addressed in the product labeling and risk documentation. The conclusion code of cause not established was selected for the allegation of device difficult to charge. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient had difficulty charging their neurostimulator implant. The patient underwent revision surgery to switch from the neurostimulator-r15 to the neurostimulator-r20. The patient wanted to charge their device two times per year instead of every week. There were no patient complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket/510(k)# (g4) - additional premarket/510(k)# p190006.

Event description:
It was reported that the patient had difficulty charging their neurostimulator implant. The patient underwent revision surgery to switch from the neurostimulator-r15 to the neurostimulator-r20. The patient wanted to charge their device two times per year instead of every week. There were no patient complications reported.